Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2012. Subsequently, a revision procedure was performed on (B)(6) 2013 due to a rotator cuff tear. The humeral head, taper, glenoid post and glenoid base were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation.